Event description:
Customer reported a communications failure error. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and determined the cpu needed to be upgraded to the sundance cpu and software. Customer will decide later.